Event description:
It was reported that in a paroxysmal a-fib procedure, after mapping and ablating during the case, the (B)(4) 3 system displayed artifact on the map signals, then intermittent artifact on all signals, bs signals were lost followed by all signals lost. Prior to report this issue, the physician rebooted system without catheters connected to piu. Once that the mapping catheter was connected, the artifact returned. Exchanging redel, map cables and map catheter without resolution. Additional information was received from the customer stating that the signal loss occurred on both (B)(4) recording systems at the same time. The physician completed the procedure with a blazer catheter.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. Concomitant products: stockert 70 system us: catalog #: s7001, serial #: (B)(4). Ez steer thermocool sf nav us: catalog #: bni35dfh, lot #: 15641192l. Navistar thermocool us: catalog #: ni75tcch, lot #: 15681497m. Blazer catheter: catalog and lot #: unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that in a paroxysmal a-fib procedure, after mapping and ablating during the case, the carto 3 system displayed artifact on the map signals, then intermittent artifact on all signals, bs signals were lost followed by all signals lost. Prior to report this issue, the physician rebooted system without catheters connected to piu. Once that the mapping catheter was connected, the artifact returned. Exchanging redel, map cables and map catheter without resolution. Per customer request the system was sent for servicing. The field engineer tested the system but the issue could not be duplicated. The physician was not satisfied with the fact nothing could be found and asked if ECG cards could be replaced. The fse replaced ECG cards and ECG quick connect cable per doctors request and retested system. The system passed atp (acceptance test procedure) and fse stayed for case following repair. Fse provided case support for first case after repair. No issues were experienced during the case. The system was functioning correctly and ready for use. The DHR associated with carto 3 # 12502 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.